Event description:
It was reported that this brady lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed an unsuccessful helix mechanism test due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.